Manufacturer narrative:
E1: full address: (B)(6). No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had an incomplete output signal, the issues were found during maintenance of the device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d9, g4, g6, h10. Corrected fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: panel lights are all on, but the functions do not work, dimming is incorrect, and keyboard connector does not work. The device was inspected. As a result, phenomena were reproduced. Front panel was soaked with fluid, all indicator lamps were on, and functions were lost. We surmised that they occurred due to a failure of the up-panel connector/interface. Additionally, new phenomenon cooling fan makes abnormal noise was confirmed during inspection. We checked the latest repair history of the subject device and confirmed that the subject device had no repair history within the last 12 months. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, g4, h2, h4, h6, h11. Correction: d9, h3. The device was not returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.